Event description:
It was reported that the customer had a button error alarm and moisture damage on the insulin pump. Customer's blood glucose level was 106 mg/dl. Customer was running around in the sprinklers and he got moisture inside the screen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic assembly or motor assembly per visual inspection. The insulin pump passed the rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime reset due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and cracked battery tube threads.